Event description:
It was reported patient underwent a custom knee arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2013 due to infection. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state under sterility: "implantable devices supplied by biomet have been cleaned and inspected. Unless otherwise indicated, these devices are not sterile and must be sterilized prior to use." This report is number 1 of 10 mdrs filed for the same event (reference 1825034-2013-01479 / 01488).